Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak occurred immediately at the start of hd treatment, and it was caught right away. The blood leak was reported to be internal, and blood was visible in the dialysate compartment of the dialyzer. The blood pump was reportedly stopped before blood could reach the blood leak detector. As a result, the fresenius 2008t machine that was being used did not alarm. The dialysate was tested with a blood leak test strip, and it tested positive. No physical damage was noted on the exterior of the dialyzer, but the pct reported that the fiber bundle appeared to be cracked. Fresenius bloodlines were also being used. Following the event, the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine being used was evaluated by a biomedical technician, and it was confirmed to be functioning properly. The blood leak detector did not have to be replaced or calibrated, and the machine was returned to service. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) and a non-conformance (nc) in the production of this lot. They were all unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak occurred immediately at the start of hd treatment, and it was caught right away. The blood leak was reported to be internal, and blood was visible in the dialysate compartment of the dialyzer. The blood pump was reportedly stopped before blood could reach the blood leak detector. As a result, the fresenius 2008t machine that was being used did not alarm. The dialysate was tested with a blood leak test strip, and it tested positive. No physical damage was noted on the exterior of the dialyzer, but the pct reported that the fiber bundle appeared to be cracked. Fresenius bloodlines were also being used. Following the event, the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine being used was evaluated by a biomedical technician, and it was confirmed to be functioning properly. The blood leak detector did not have to be replaced or calibrated, and the machine was returned to service. The dialyzer was confirmed to be available for manufacturer evaluation.